Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a worn-out connector latch, causing an unstable image when the cable is wiggled; this finding required repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the visera pro video system center, the camera port does not lock into device and the image disappears. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the event occurred due to wear of the video connector latch. The cause of the worn video connector latch could not be identified. Olympus will continue to monitor field performance for this device.